Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the right posterior atrio-ventricular (rpav) coronary artery with mild calcification, heavy tortuosity and 90% stenosis. The 2.00x15 mm traveler balloon dilatation catheter (bdc) was being advanced with resistance. During inflation once under 8 atmospheres for 1-3 seconds, a rupture occurred and the device was removed from the anatomy with resistance noted. An extension catheter was used to help advance another trek bdc. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.